Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 22.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to ansiometropia. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, a smaller diopter lens. Reportedly, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.